Event description:
During a review of the event history, failure code 808:02 occurred one time on (B)(6) 2010 during infusion. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Manufacturer narrative:
(B)(4). Correction: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).